Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that the iob did not show up on the meter remote when trying to program a bolus. The patient was unable to troubleshoot at the time and no additional information is available. Customer technical support made attempts to contact the patient for troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
Follow up #1 06/10/2015 device evaluation: the pump has been returned to animas and evaluated on 05/27/2015 with the following findings: due to continuous use of the pump, the black box data and histories from the time of the alleged event have been overwritten. The pump was returned with the insulin on board feature turned on and set for 6 hours. The pump was paired with a test meter without an issue. A 10 unit normal bolus and a 10 unit audio bolus were performed in the pump. The pump insulin on board feature immediately read 20 units on the status screen. An ezbg bolus and an ezcarb bolus were programmed on the test meter and the iob feature correctly read 20 units. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.